Event description:
It was reported to the MFR that the site's handheld has been freezing continually during programming sessions. It was also indicated that the programming system takes a long time to complete a programming task. The handheld has been replaced which resolved the issues. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.